Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the night of the implant of this right ventricular (rv) lead when checking the lead an increase in pacing thresholds was noted. An x-ray showed that the lead had dislodged. The repositioning took place and the lead was used as is. No additional adverse patient effects were reported.